Event description:
The subsidiary service repair technician (srt) reported that during routine testing of the device at the subsidiary's manufacturing engineering center (mec), there is a greater difference between measurement value and actual value. This is a demo unit (cv group) for subsidiary site. There was no pt involvement.

Manufacturer narrative:
Eval ins in progress, but not yet concluded.